Event description:
Upon arrival pt in cardiac arrest. Pt lying sypine with fire department performing CPR. AED was also attached to pt. One shock was delivered prior to arrival. Crew arrived on scene and put pt on lp12 monitor. Attempted to deliver a shock, monitor did not deliver the shock. Pt was placed back on AED and treatment continued until another unit arrived. Pt did not suffer a delay in treatment.